Manufacturer narrative:
(B)(4). The customer complaint was verified. The field service engineer (fse) replaced the printed circuit board (pcba) touchframe. All performed tests and calibrations then were passed at the time of service.

Event description:
It was reported that the ventilator touchscreen was not working. The ventilator was not in patient use at the time of the event.